Event description:
While utilizing the centurion vision system for cataract lens removal, the system audibly alarmed and displayed an error message: "warning 110: fluidics not available. Recommended actions: 1) if in surgery, stabilize the eye then restart system 2) if condition persists after restart, note warning number and contact alcon technical services." The single use disposable tubing set and solution bag were removed and sequestered for evaluation. A new single use disposable tubing set and solution bag were obtained, however, unable to reprime the new tubing set once applied to the machine as the solution bag was not recognized by the system once placed in the correct holder and cover closed. At that time, due to the delay in the case and the unique considerations for the patient (special needs/mild cognitive impairment), the system was not restarted as instructed; a new system was obtained, substituted, and the case resumed without any further issues.